Event description:
The customer reported that elevated and unjustified heart rates were observed during the analysis of twin pregnancies using philips brand cardiotocographs. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.